Manufacturer narrative:
The hill-rom tech found that the CPR valve was functioning intermittently. He replaced the CPR valve and the bed functioned to specifications.

Event description:
Info received indicated that when CPR function was activated the head section would not lower.